Event description:
It was reported with the use of the bd plastipak luer slip syringe there was an issue with separation during use and leakage.

Manufacturer narrative:
4 actual samples without package were returned for investigation. The 4 actual samples was subject to visual inspection and no abnormality observed. The 4 actual samples were subjected to tip luer taper pin gauge test and passed the specification. The 4 actual samples were subjected to tip od measurement and passed the specification. No abnormality was observed from the returned samples. Review the DHR and no abnormality detected during production. The 4 actual samples passed the tip od measurement and tip luer taper specification. Hence, root cause could not be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ luer slip syringe there was an issue with separation during use and leakage.